Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the non-dependent patient presented to the operating room with a case of infection. The physician successfully extracted the patient¿s implantable cardioverter defibrillator, right ventricular lead, left ventricular lead, and right apical lead. The patient was stable throughout the procedure and will continue to be monitored. No further information was available at this time.

Manufacturer narrative:
Date received by manufacturer was initially submitted as jun 14, 2018 and was incorrect. The correct date received by manufacturer is jun 7, 2018 and should supersede the previously submitted date.

Manufacturer narrative:
Analysis was normal. No anomalies were found.